Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-06939. It was reported that a patient presented via remote transmission. Upon examination, the patient's implantable cardioverter defibrillator and right ventricular lead were found to have high defibrillation impedance. Pocket encapsulation was suspected as the cause of the malfunctions. Examination further revealed that programming changes had been previously made, and further intervention was planned to address the malfunctions, but was not yet performed. The patient was in unknown condition.